Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, first dilatation was performed at 10atm. Upon second inflation at 12atm, the contrast leaked into the vessel from the balloon and balloon rupture was noted. The procedure was completed with a non bsc device. No patient complications were reported and the patient's condition was good.